Event description:
It was reported that the customer has experienced elevated blood glucose levels (400mg/dl). Customer noticed air bubbles throughout tubing. Air bubbles were able to be expelled through troubleshooting and insulin delivery was successfully resumed.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.